Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on august 09, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to sustaining head trauma in (B)(6) 2015 (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report, august 09, 2016.